Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.3, lab: 3.4; (B)(6) 2011, 3.2, 2.3; (B)(6) 2011, 2.7, 1.5. Patient's therapeutic range: 3.0-3.5 inr.

Manufacturer narrative:
Investigation pending.